Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with herniated nucleus pulposus (hnp) and underwent oblique lateral interbody fusion (olif) surgery at l4-l5. During surgery, the inserter broke off in the cage while implanting and impacting it with a mallet.the product came in contact with patient. No fragments of the instrument remained in the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluation summary: visual and optical inspection revealed the entire threaded tip of the instrument have been broken off, only 2 and half threads remain. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of fatigue consistent with overload. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.